Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the component is unk. The included notes state that the surgeon used power during reaming and did not re-ream after resection of the humeral head. These practices are not inline with zimmer's surgical technique. It is strongly recommended that the surgical technique is followed to ensure proper fit of both the provisionals and final implants. The exact cause of failure cannot be determined with certainty. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that during shoulder arthroplasty, the trial stem became stuck in the humeral canal. An osteotomy was performed to remove the instrument.